Event description:
It was reported that after experiencing a low blood glucose of 68 mg/dl due to announcing an incorrect meal size, the ilet user overtreated with soda which led to a subsequent high of 214 mg/dl. The event was managed with guidance to allow the pump to correct, perform a routine supply change, and follow up confirmed improvement to 172 mg/dl, with education provided on preventing a roller-coaster effect and discussion of perceived under-delivery of corrective insulin and delayed insulin suspension. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and that a usage problem occurred, characterized as overtreating hypoglycemia, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event. This report is being submitted for overtreating hypoglycemia. A separate report has been submitted for the incorrect meal size. Under report number 3019004087-2026-40715.